Event description:
It was reported by our distributor in (B) (4) that after completion of a nuclear medicine scan (static), the pt grabbed the side of the pt bed with the right hand, curling their fingers around and under the bed top, while the operator was pulling the pallet out of the gantry. Then, the pt's little finger of right hand was caught under the pt bed, between the moveable top and stationary bottom of the bed and the finger was amputated.